Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer's husband advised when they removed the infusion set there was a smell of insulin, they found an air bubble and had bent cannulas. Customer's husband was advised to call back when they patient was awake in order to properly troubleshoot.